Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No inter processor communication error occurred during testing, and no inter processor communication error are found in the device's formatted history files. Furthermore, no unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing either. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had an inter processor communication error. The customer¿s blood glucose was 238 mg/dl. Customer was treated with manual injection for high blood glucose. Customer was doing an insulin flow blocked while filling the tubing and got a insulin pump error alarm and was unable to complete rewind. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.